Event description:
On (B) (6) 2010, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that the onetouch ultra meter was reverting to setup mode. The medical surveillance specialist (mss) was unable to reach the reporter for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The reporter said the issue started on (B) (6) in the evening. The reporter said the patient took her usual dose of metformin despite the issue and felt symptoms of dizziness, weakness, and sweating at approximately 7 pm. The reporter denied that the patient received any treatment. The patient takes 500mg of metformin twice daily. According to the troubleshooting performed with customer service, there was no misuse of the product. It was not the first time the product was being used. Although details of the incident are unknown this complaint is being reported because the reporter alleged that the meter was reverted to setup mode and the patient felt symptoms that may be indicative of hypoglycemia after the issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.